Manufacturer narrative:
Method: upon receipt of the device, (B)(4) will conduct a failure investigation and submit a f/u report with results. Customer says pump was returned, but has not been received to date. A review of complaints for autofuser was conducted and this is the first complaint from this lot #.

Event description:
Nurse states pt had the autofuser placed yesterday but has had nothing infused in 24 hours. Replaced the pump and now the new one works. Would like a replacement for this one. Please examine pump. Nurse accidentally punctured the tubing in the main line with a needle after pump was returned.